Event description:
It was reported that, during procedure, there was leakage noted around the catheter connector during the attempted myelogram. The catheter connector (8780 ascenda catheter; sn (B)(4)) was removed and replaced (with another 8780 ascenda catheter; sn (B)(4)), but it was noted again. The catheter connector was changed (to an 8784 ascenda), but it was noted again. It was noted that the hcp did not feel confident of the connection and replaced the 8784 ascenda with a different product, and replaced the pump ¿on field¿ with another company pump (sn (B)(4)); the initial pump (sn (B)(4)) was never implanted. It was also noted that they were unable to disconnect the catheter connector (8784 ascenda catheter pump segment). The patient¿s medical history was unknown. It was noted that there were no patient symptoms or complications associated with the event and the patient¿s status was reported as ¿alive ¿ no injury.¿ the pump was not being used to deliver any drug, as it was not implanted. The replacement pump was to be refilled at a postoperative appointment. It was further reported that, as of postoperative day 1, the pump therapy had not yet started, but would commence after a postoperative appointment for refill. Additional information received on 2014 (B)(6), revealed that the patient would be returning to the clinic on 2014 (B)(6) for a postoperative exam and pump refill. It was further reported on 2014 (B)(6) that the patient was doing well after the refill and was receiving effective therapy.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of catheter serial #(B)(4) revealed that difficulty with the sutureless connector led to explant. Analysis of catheter serial #(B)(4) revealed acceptable testing. This catheter was noted to be the proximal portion. This catheter was returned in segments. This catheter was noted to be a small distal portion.

Event description:
Correction: the previously reported event occurred during the initial pump implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), product type catheter product ID 8780, serial# (B)(4), product type catheter. (B)(4).